Event description:
It was reported that the user experienced recurring alert 38 motor stall notifications on multiple replacement ilet pumps, after which the user powered off the device and transitioned to multiple daily injections; a subsequent guided dry-run supply change and a full 23-inch teflon infusion set supply change were completed without further alerts, suggesting proper device function at the time of troubleshooting. Symptoms included no reported adverse clinical effects. Outcomes included continued insulin therapy via mdi until the supply change and restoration of pump use without further assistance. Investigation included remote troubleshooting, verification of full battery charge, and stepwise education on proper supply change technique. Investigation of this case revealed that the pump was able to initialize and operate without error following the dry-run and correct supply change procedure, consistent with a previously reported motor stall alarm associated with infusion or supply change issues rather than an active mechanical failure. It was concluded, based on previously established findings for similar reports, that the cause was likely related to infusion setup or supply change technique.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.